Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed in the atrial channel. The noise was considered as normal background noise. No programing changes were made. The patient's condition is stable.